Event description:
It was reported that there was excessive noise on the electrograms with the programmer. It was plugged directly in with no extension and a different electrocardiogram cable was tried as well but with the same results. The programmer was returned for service. No patient involvement was indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the reported event, the device passed all functional and bench tests. It was noted that an error was found in the error log.